Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio reflect meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 10:00 pm. The patient claimed obtaining blood glucose readings of "235 and 155 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient manages her diabetes with unspecified insulin taken twice daily (self-adjuster). The patient denied taking any action any action with regards to her usual diabetes management regimen in response to the alleged inaccurate results. The patient reported that on the evening of (B)(6) 2020, after the alleged issue began, she "lost consciousness." The patient claimed her daughter gave her jam while she was losing consciousness and contacted the emergency medical services (ems) for assistance. The patient claimed that when ems arrived, her blood glucose tested "44 mg/dl" on the ems device and that she was advised to take more sugar and bread. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca documented that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed that the test strips were in good condition and that the test strip vial was intact. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.